Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer went to emergency room due covid related and high blood glucose. Customer's blood glucose level was 375 mg/dl and was back on steroids. Customer's blood glucose level was 450 mg/dl after being back on the steroids blood glucose was 350 mg/dl. The device will not be returned for analysis.